Event description:
It was reported via repair work order that the siderail would not lock due to bent glide rods. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.